Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was under-expanded which caused paravalvular leak (pvl). Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed with a 22mm non-medtronic balloon. After the bav, hypotension was noted and an echocardiogram showed a pericardial effusion. A sternotomy was performed and confirmed a perforation of the left ventricular lateral wall. The perforation was repaired with sutures via a thoracotomy. It was reported the patient died the same day. It is unknown if an autopsy was performed. It was reported that the guidewire most likely caused the left ventricle perforation.

Manufacturer narrative:
The confida guidewire was inadvertently omitted from the initial report. The lot number of the guidewire was not provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no product was returned for analysis. No images were received for review. The device history record and frame record were reviewed for the valve. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. A device history record could not be performed as the lot number of the guidewire was not provided. Also, a device history review was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The cause of the pvl is unknown based on the information received. In the device instructions for use (IFU), hypotension is a known potential adverse effect. It is an effect highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this event, both the report of hypotension and pericardial effusion were likely the result of the ventricle perforation reported as being caused by the balloon aortic valvuloplasty (bav) pushing on the guidewire when the bav pushed against the ventricle wall. However, without angiographic records for review, exactly how the guidewire perforated the ventricle is unknown. The report of patient expiration at implant was ascertained as being related to the guidewire perforation of the ventricle wall. As neither an autopsy nor an explant was performed and no guidewire was returned for analysis; a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or v alve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device function. Patient code was updated to include pericardial effusion. If information is provided in the future, a supplemental report will be issued.